Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the surgeon noticed shavings from the cannula accessory inside the pt. The instrument and cannula accessory had been in use for 10 mins when the shavings were observed. The shavings were retrieved and the planned procedure was completed without delay using the same instrument and cannula accessory. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results and conclusions: the instrument and cannula accessory were returned and evaluated. Per the customer reported complaint, engineering found a 2.5" long section of material missing from the instrument main tube. Damaged area is located roughly 4" above the proximal clevis, parallel to the tube's longitudinal axis, with a rough surface finish. Wear pattern on tube was consistent with cannula related tube abrasions. The cannula does not show any obvious damage. Engineering determined that the instrument main tube damage may have been caused by high pressure against the cannula accessory during loading. Per the case notes, the instrument "shavings" were successfully retrieved from the pt. There are also a couple of cosmetic, surface scratch marks (mo material removed) below the damaged area that was likely caused by instrument collisions. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.